Event description:
When the alarm was activated on the ventilator, a nurse found that it was not ventilating a pt. Breathing circuit was replaced and the problem was solved. It was found that there was a hole on the diaphragm of exhation valve that is a part of breathing circuit.